Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient family member that two days following the implant of this transcatheter bioprosthetic valve via the left subclavian access route, the patient had a seizure and a magnetic resonance imaging (MRI) revealed a stroke at the cerebellum. The hemoglobin had decreased from 9.4 g/dl to 7 g/dl. Per the patient's family member, the patient's left arm was severely bruised and swollen, as well as the left axilla down to the left lumbar region. A post transesophageal echocardiogram (tee) revealed a small leak around the valve. No treatment was reported. No additional adverse patient effects were reported.